Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2012, inratio 2.6, lab 1.9. Time between testing was reported as 1 hour. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.